Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was air in patient line; however, the report of air in line was not confirmed and a cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated there were large air bubbles in the patient line. The tsr advised the patient to always verify the patient line was filled with solution before connecting to the line. The patient stated that they always added the patient line extension after priming was completed. The tsr explained that was not correct. The tsr then assisted the patient with ending therapy on the hc and assisted the patient with the setup procedure for new supplies. The patient would complete priming and then start the therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported low drain volume alarm. The rn was not aware of the alarm. Baxter product surveillance informed the rn the alarm was related to air in the patient line due to the patient connecting the patient line extension after prime. The rn stated she would follow up with the patient and review the proper procedures. The rn stated the patient was continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.